Event description:
The customer alleged that the device gave an inop/error message indicating loudspeaker fault and there is no more sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer alleged that the device gave an inop/error message indicating loudspeaker fault and there is no more sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.